Event description:
It was reported that following the implantation of an elevate posterior graft, the patient experienced a vaginal bulge due to prolapse of the cervix. Pessary was used to treat the cervical prolapse and the event is considered resolved as of (B)(6) 2014. There were no further patient complications reported as a result of this event.